Event description:
It was reported that the patient was not able to adjust stimulation. The display was showing ¿call your doctor¿ icon. There was a power on reset (por) condition with the left implantable neurostimulator (ins). This occurred in the middle of the night, the night prior, while recharging the ins. The patient experiences massive headaches from a brain injury so the patient needed the device to be functioning properly. Information regarding the cause of the por and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(6); product type recharger product ID 3550-29, lot# n301368, implanted: 2012 -(B)(6); product type accessory product ID 3550-29, lot# n253366, implanted: 2012 (B)(6); product type accessory product ID 3778-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 3778-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37713, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator. (B)(4).